Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the listed device was in use during labour of patient. Epidural catheter was found broken in the patient's back and removed without additional intervention. No adverse health outcome resulted from this event.